Event description:
Subsequent to the previously filed reports, additional information was received on (B)(6) 2024 after more data was collected for the post-market clinical follow-up (pmcf) evaluation report xience family of stents. Procedures were performed from (B)(6) 2007 to (B)(6) 2023. Please see the attached post market clinical follow up (pmcf) evaluation report for specific information.

Manufacturer narrative:
Corrections: b2 - date of death updated from (B)(6) 2022 to estimated (B)(6) 2023. B3 - date of event updated from 12/24/2022 to estimated 10/4/2023. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number updated from ni to unknown. D6a - implant date: updated from (B)(6) 2022 to estimated (B)(6) 2023. H6 - health effect - clinical code: code 4582 was removed and code 4454 was added. Updated: literature attachment: article title: pmcf rpt2122673 rev d to rpt2122673 rev e released on 8/20/2024.

Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. C4: treatment/therapy start date estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6a: date of implant estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effects reported in the article are captured under a separate medwatch report. Literature: article title post-market clinical follow-up evaluation report xience family of stents.

Event description:
It was reported through the pmcf report, that the xience xpedition, may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, coronary artery bypass graft (CABG), target lesion and vessel revascularization. Details are listed in the article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the post-market clinical follow-up evaluation report for specific information.

Event description:
Subsequent to the previously filed reports, additional information was received on 9/08/2025 when more data was collected for the post-market clinical follow-up evaluation report xience family of stents. Procedures were performed from (B)(6) 2010 to (B)(6) 2025. Please see the pmcf for specific information.

Manufacturer narrative:
Corrections: b2 ¿ date of death: updated from (B)(6) 2023 to (B)(6) 2025. B3 - date of event updated from (B)(6) 2023 to (B)(6) 2025. B7 - other relevant history: updated. C4: treatment/therapy start date estimated as (B)(6) 2025. D4: the UDI is unknown due to the part/lot number was not provided. D6a - implant date updated from (B)(6) 2023 to estimated (B)(6) 2025. H6 - type of investigation: code 4109 was removed. The additional patient deaths reported in the article are captured under separate medwatch reports. The additional devices referenced in b5 are filed under a separate medwatch report number. Updated: literature attachment: article title: e-175077 pmcf rpt2122673 rev f.